Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. No follow up or intervention was performed. All lead measurements are normal at this time. Normal follow up visits will be performed. No adverse patient effects were reported.

Event description:
Engineering reviewed the data and no new data was uploaded. There was no noise or artifact on the presenting electrogram. The only episodes were from the day of implant and were not clinically relevant. In addition, it was confirmed the out of range measurement which was not displayed is due to device function. Further system integrity was recommended.

Event description:
Boston scientific received information that remote monitoring of this system revealed an out of range shock impedance measurement. This information has been provided to the physician for their review. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. An internal technical service consultant was contacted regarding the why there was an out of range measurement from remote monitoring. In review of the data, there was no out of range shock impedance. In addition, no inappropriate episodes or artifact were displayed on the presenting electrograms. Ts requested engineering to review the data, however the out of range measurement may be due to eight measurements weekly and one may be out of range.

Manufacturer narrative:
According to available information, this system remains implanted. When additoinal information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.